Event description:
Rptr did meter to laboratory comparison tests, about 30 minutes apart. A test was done at the laboratory. When rptr got home, rptr tested on own meter. Laboratory result was 220 mg/dl, and rptr's meter reading was 120 mg/dl. Rptr did not have any symptoms. Rptr states doing a control test at the time, which passed, but rptr didn't remember the result. No harm was alleged.